Event description:
It was reported that an empty cartridge alarm intermittently occurred while the cartridge was not empty. A supply change was performed. There was no reported impact to the customer's blood glucose level.